Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the customer thinks that the cartridge was filled with 200 units of insulin; however, the fill estimate showed 23 units at the time of the call. Additionally, the customer was unsure of the amount of insulin that had been delivered. In addition, the customer reported experiencing difficulty charging the pump with the usb cable. It was confirmed that the pump was able to be charged with a different usb cable. The customer's blood glucose level was 175 mg/dl.